Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report (B)(4).

Event description:
It was reported that two screws disassembled during surgery. After final placement of the construct, the surgeon wasn't pleased with the positioning of the screws at l5 and s1 so the two screws were removed. The trajectory of the screw at l5 was changed and the same screw was attempted to be re-installed when it disassembled. The screw at s1 disassembled while being backed out. They were replaced by alternative screws. It was reported this event resulted in a two hour delay in surgery; however, no other impact to the patient was reported.this is report one of two for this event.